Manufacturer narrative:
Device not returned. Unfortunately, the device is unavailable for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years and 6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak. According to the operative report, a large perivalvular leak was seen on tee. Therefore, the valve was removed and replaced with another edwards bioprosthetic valve. Completion tee revealed a competent aortic valve with no aortic insufficiency or mitral regurgitation. Per the surgeon, the reason for explanting the valve was not related to a device malfunction.